Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was leaking. The following information was provided by the initial reporter: while priming a dose of magnesium sulfate this morning one of our nurses noticed leaking from the y-sites.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22083162. D4: medical device expiration date: 09-aug-2025. H4: device manufacture date: 09-aug-2022. H6: investigation summary. A complaint of set separating causing leakage was received from the customer. Photos were returned for investigation. In the photos, two different separations could be seen. The tubing had separated from two of the three y-sites. The customer complaint was confirmed. A device history record review for model 2426-0500 lot number 22083162 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received a definitive root cause could not be determined. A probable root cause for the defect seen is an insufficient amount of solvent being added to the connection sites. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was leaking. The following information was provided by the initial reporter: while priming a dose of magnesium sulfate this morning one of our nurses noticed leaking from the y-sites.